Event description:
Boston scientific received information via patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance. Additional information obtained from field representative that one low reading was noted, the trend was normal and they will continue to monitor the patient. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.